Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No evaluation has been performed as initial troubleshooting with medtronic technical services (ts) resolved the reported issue. Issue resolved via troubleshooting.

Event description:
A medtronic representative reported that, while in a spinal fusion, the camera of the navigation system was displayed as disconnected. The navigation system was restarted and functionality was restored. There was a reported delay to the procedure of less than 10 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.